Event description:
Customer reported the system makes a loud popping sound (arcing) then shuts down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable and the x-ray tube, and performed a filament calibration.